Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for fm- ink with the incident lot was observed. Additionally, evaluation of the customer samples was performed and fm-ink was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: black spot in tube.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: black spot in tube.